Manufacturer narrative:
Product ID: mc1vr01-delsys, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless ipg was implanted. The patient exhibited changes in condition 12 hours post leadless ipg implant. The initial symptom was dyspnea. As the patient was classified as nyha class ii, blood pressure was originally rather low, and the symptom did not improve despite use of an artificial ventilator. Then, the patient's blood pressure dropped sharply, and resulted in cpa (cardiopulmonary arrest). Echocardiography was performed while providing cardiac massage, based on which pericardial effusion and cardiac tamponade were diagnosed. Therefore, drainage was performed. After drainage, cardiac arrest lasted for a little less than approximately 20 minutes, and the patient¿s heart rhythm was restored following drainage. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.